Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Device had cracked case at display window corners, display window, reservoir tube, reservoir tube window corners, reservoir tube window and reservoir tube lip, minor scratched lcd window, missing end cap sticker, broken battery tube threads and broken belt clip slot. See manufacturer report number 2032227-2015-33293. (B)(4).

Event description:
The customer reported via phone call that she was at the emergency room when she noticed the insulin pump has damage. Customer stated that it is cracked and chipped at the reservoir compartment. She does not know how damage occurred. Blood glucose value was 358 mg/dl. The customer went to the emergency room after giving herself 21 units of insulin in the last 4 hours and her blood glucose was not coming down. Customer was advised to discontinue the use of the device and revert to a backup plan. The device was replaced and returned for analysis.